Event description:
It was reported that patient's condition was aggravated after adjusting implantable neurostimulator (ins) setting. Telemetry was performed on the next day, frequency had been changed from 130 hz to 30 hz. It was stated that the physician did not change the frequency. A possibility of power on reset (por) was stated. It was being confirmed whether there was a strong electromagnetic interference. Battery depletion was approaching. It was also reported that it was confirmed the frequency had been already changed to 30 hz on the day when the first adjustment was performed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Additional review reported that the session data of physician programmer was collected. In the data, the end part of the first page of appendix was indicated as ¿???¿, and frequency was changed from 130 hz to 30 hz during telemetry a minute after the second page.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the cause of the power-on reset (por) could not be determined although it was noted that programming head was removed from the telemetry site during the impedance measurementwhich may have led to the issue. It was reported that the patient was now receiving effective therapy.